Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital following a syncopal episode. Interrogation noted that the device had a battery status of end of life (eol) as of (B)(6) 2019 however a device check four months prior had an estimated longevity remaining of 1.5 years. Surgical intervention was performed, and the device was explanted. The explanted device was not returned for analysis.